Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported leaking at the infusion site. Pt stated he has been using the infusion sets for a couple of months and he would notice leaking "quite often". Pt reported he has faced elevated blood glucose readings due to this issue. Pt stated he has been experiencing elevated readings for 5-6 weeks. Pt reported an example of an elevated reading was over 200 mg/dl. Pt's target blood glucose is 130 mg/dl. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated he noticed upon insertion that the introducer needle would not puncture his skin. Pt reported he would then push the needle manually into the infusion site and that he would then notice leaking at the site within minutes of inserting. Pt stated upon removing the infusion set cannula, he would notice one bend in the cannula. Pt reported he would bolus to bring his blood glucose level down. Pt has discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.